Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products (vicryl suture) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (vicryl suture) used in this procedure? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics citation: ther adv ophthalmol 2019, vol. 11: 1¿8; doi: 10.1177/2515841419854829. (B)(4).

Event description:
It was reported via journal article: "title: midterm outcome of single scleral suture technique in trabeculectomy and phacotrabeculectomy: a simplified approach". Author: mukesh kumar, shafia parveen and lokesh chauhan. Citation: ther adv ophthalmol 2019, vol. 11: 1¿8; doi: 10.1177/2515841419854829. This retrospective review aimed to report the reduction in intraocular pressure (iop) after trabeculectomy performed using single scleral suture in indian eyes. Between january 2011 and december 2016, a total of 98 eyes of 98 patients (n=57 males and n=41 females, mean age: 53.5 years) who underwent trabeculectomy or phacotrabeculectomy procedure were reviewed. During procedure, the conjunctiva was secured with four 8-0 vicryl sutures (ethicon). Complaint included bleb leak at 1-week follow-up (n=2). This was managed medically with the help of large size bandage soft contact lens and topical use of gentamycin eye drop for 3 weeks. The results of this study suggest that this surgical technique is effective in adequate reduction of iop, with low comparable complication rates with other techniques."